Event description:
Consumer complaint of low blood results. Caller normally is around 102 mg/dl fasting and 130-150 mg/dl two hours after a meal. Back to back blood test results were 81 and 83 mg/dl. Last 5 results in memory were 117 mg/dl, 61 mg/dl, 180 mg/dl, 86 mg/dl, and 83 mg/dl. Based on parkes error grid analysis, the bias between the lowest result give (61) and the normal result (102) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint of low blood results. Caller normally is around 102mg/dl fasting and 130-150mg/dl two hours after a meal. Back to back blood test results were 81 and 83mg/dl. Last 5 results in memory were 117mg/dl, 61mg/dl, 180mg/dl, 86mg/dl, and 83mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (61) and the normal result (102) is located in zone b/c. No adverse event reported.